Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 1/12/98. On 1/22/1998, blood was noted in the extension tubing and the "helium leak" alarm sounded from the pump. The iab was removed on 1/23/98. (Event complications: none from the event - reported 2/2/98.) (Pt's current status: unk - rpt'd 2/2/98)